Event description:
The distributor reported that all keypad buttons did not activate desired pump functions when pressed. There was no other detail provided and there was no patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete the results will be provided in the supplemental report. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.